Event description:
On 06/05/2025, it was reported by a sales representative via (B)(4) that an ar-1934-24ds bio-suturetak disposable kit guides came out but the obturators were stuck inside of them and the drills did not pass through the guides. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure appears to be user-related, potentially due to misaligned insertion of the obturators into the guides or the application of excessive force through prying or leveraging, which may have compromised proper device function and prevented the drills from passing through as intended.